Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15mar2019. The customer reported that the stand had been repaired. No parts have been returned to philips for failure analysis; therefore, a root cause could not be established.

Event description:
The customer reported that a caster was broken. There was no patient or user harm reported. The event date was not specified; estimate used.